Manufacturer narrative:
It is reported the screws were discarded by the facility, therefore no product is available for evaluation. The lot number is unknown; therefore the device history records are unable to be reviewed. Based on the information available there was no device malfunction. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. This is report two of three for the same event; reference reports 0001032347-2017-00599 and 0001032347-2017-00601.

Event description:
A billing sheet was submitted indicating three screws were wasted. Upon follow up the sales associate reported the surgeon had to reposition the plate and used emergency screws in place of them. There was no delay to surgery and there was no malfunction of the screws. There was no complaint from the surgeon; the case went great with no issues.